Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced a signal loss issue which occurred on an unspecified day after sensor insertion. At an unspecified time on (B)(6) 2024, the patient started experiencing signal loss. The patient did not have a bg meter to use as a back-up during this time. The patient was wearing a tandem insulin pump. The following day, on (B)(6) 2024, the patient was found unconscious and was brought to the hospital. The patient¿s bg meter reading was over 500 mg/dl, and the patient was also diagnosed with a urinary tract infection (uti) and sepsis. The patient was treated with an unspecified antibiotic and medication to "bring down her sugar", but specific details could not be recalled. The patient was unconscious for three days before waking up. The patient was discharged home after 7 days. The patient was in good condition at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.